Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures and then reconnected once the hc started to alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain three of six, while the hp was connected. The hp disconnected from the hc during therapy without pressing stop and later reconnected to the hc. The technical service representative (tsr) informed the hp about the meaning of the alarm. The tsr explained the proper disconnect procedures and assisted the hp with cycling the power in order to clear the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.